Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced bent cannula event on (B)(6) 2026. Blood glucose level was 467 mg/dl, and was treated with correction bolus via pump. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 5.